Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty fsr. (Gold) unable to perform occlusion, prime/a33, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump was received with scratched lcd window, cracked case at bottom left and right corner at lcd window, cracked case near display window corner, cracked reservoir tube lip and missing end cap sticker note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display and motor error alarm. The blood glucose at the time of the incident was 238 mg/dl. Troubleshooting was performed. The device was returned for analysis.